Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pin got stuck in pin stabilizer. Case type: tka. Surgical delay: <= 15 minutes.

Manufacturer narrative:
Reported event: pin got stuck in pin stabilizer case type: tkas,urgical delay: <= 15 minutes. Product evaluation and results: as per the image provided the bone pin ca be seen stuck in the array stabilizer. Failure mode is confirmed. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19171117 and accepted into final stock on 03/15/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to 112680, lot 19171117 shows 4 additional complaints related to the failure in this investigation. Pr ID : (B)(4). Conclusions: the failure could be determined via visual inspection of the image provided. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Pin got stuck in pin stabilizer. Case type: tka. Surgical delay: <= 15 minutes.